Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet system, and the user self-treated by drinking juice; no alerts or alarms were reported, and troubleshooting with education was completed by support. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution with self-treatment and no reported need for medical intervention. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no device alarms or identifiable device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.